Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device is failing the operational check at the defibrillation test. There was no patient involvement. The fse found the device has a device error, maintenance. The fse applied a test shock of 150 joules but only obtained 125 joules and it was determined that the high voltage capacitor needs replacing. Based on the available information and the testing conducted, the cause of the reported problem was a defective high voltage capacitor. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. A budget has been submitted by the customer for replacement. The investigation concludes that no further evaluation is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device exhibited a device maintenance error. There was reportedly no patient involvement.